Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer¿s blood level was 30 mg/dl to 40 mg/dl. The customer was treated with sugar injections for low blood sugar. Symptoms were not mentioned for low blood glucose. The insulin pump will not be returned for analysis.